Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was also noted that the patient was feeling shocking sensations with certain movements. No further information has been obtained despite good faith efforts.